Event description:
It was reported while using 20 ml bd luer-lok¿ syringe bulk sterile pharmacy convenience tray the syringes couldn't draw and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: unable to draw lead to leakage. Pharmacist reported when drawing up IV doses for specific patients, medication leaked around the "black stopper" stated, was not able to draw medication because it only stayed trapped in "stopper" area and leaked back out. Issue occurred with both products.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using 20 ml bd luer-lok¿ syringe bulk sterile pharmacy convenience tray the syringes couldn't draw and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: -unable to draw lead to leakage. Pharmacist reported when drawing up IV doses for specific patients, medication leaked around the "black stopper" stated, was not able to draw medication because it only stayed trapped in "stopper" area and leaked back out. Issue occurred with both products.

Manufacturer narrative:
Investigation summary: bd was not able to confirm the customer¿s indicated failure mode because no samples or pictures were received to perform investigation. DHR for this lot was reviewed and there are no internal rejects related to the reported issue by the customer. According to the quality records all the inspections of the sampling plan met the acceptance criteria.

Event description:
No additional information.

Manufacturer narrative:
Becton dickinson and company's (bd) medication delivery solutions (mds) business unit will discontinue malfunction MDR reporting for certain device failures that have not caused or contributed to deaths or serious injuries in the past two years, and where the likelihood of a death or serious injury as a result of these malfunctions is remote. This decision follows FDA guidelines (medical device reporting for manufacturers guidance for industry and food and drug administration staff issued nov 8, 2016, reference section 2.15). Bd notified FDA of this decision on mar 3, 2025. FDA has reviewed and responded to bd¿s notification (reference FDA document # (B)(4)) on march 7, 2025. This documentation is available in bd document management system (sap) as dir 10000690801. This supplemental MDR is being filed to document that the below device failure will no longer be considered a reportable malfunction MDR for the product family below: product family: allergy syringe; device failure: aspirate / draw (cannot / difficult).